Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied. A malformed clip was received. Microscopic evaluation of the malformed clip noted the clip leg tips were not touching properly, instrumentation markings were observed on the side of the clip indicating a clip over clip application. The instrument was cycled but the pusher bar did not adv ance a clip. Note that the information for use brochure which accompanies each product shipment cautions the user as follows: firing a clip over another clip or other obstructions may result in bleeding and/or leakage and may damage the instrument jaws. Also, avoid excessive twisting of the jaws or tissue manipulation when firing the instrument. Deflecting the jaws and/or shaft during firing may result in an improperly formed clip and possible bleeding and/or leakage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if an attempt is made to apply a clip over a fully formed clip or obstruction. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of the pusher bar not functioning properly that has no relationship to the reported condition. The condition could not be reliably determined. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, at the first firing, clip came out without problems, but there was poor formation, so the clip was collected. However, clip did not come out from the second firing. The sales rep received the product and also tried to fire twice, but clip did not came out, and the device was still not locked after being fired for 16 times. The procedure was completed with another device. There was no patient injury.